Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking issue due to infusion set tubing came apart by it got caught in the doorknob on (B)(6) 2026.infusion set was in use for 3days. No further information is available.